Event description:
The instrument initially started to fire when triggered. The gear mechanism popped and the pressure on the tissue was minimal. No patient harm.====================== manufacturer response for stapler, surgical, endo gia universal xl======================have not heard from them yet.